Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. Interrogation revealed the abnormal measurements have increased during the past two weeks. A lead fracture was suspected. A lead revision is intended. No adverse patient effects were reported. Subsequently, a revision procedure was performed. During the procedure, measurements obtained revealed a high out of range impedance measurement. In addition some noise was observed on the right ventricular channel. Increased threshold measurements were obtained. A decision was made to replace the lead. A new lead was implanted. After that lead was positioned, the physician disconnected the lead and measurements obtained were within normal range. As measurements obtained were within normal range, a decision was made to replace this device and reconnect this lead to the replacement device. Fluoroscopy and xray did not reveal any lead issues, therefore, this device was removed and replaced. There was concern there may be a loose setscrew rather than a lead fracture, however this was not confirmed. Post procedure, defibrillation threshold (dft) testing performed with the chronic lead and the replacement device was successful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional informaton was obtained. An internal technical service consultant reviewed the xray and determined there was no obvious set screw issue. The patient with this system is an avid golfer and there was concern the golf swings may have pulled the lead.

Manufacturer narrative:
(B)(4)